Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that the balloon popped during a laparoscopic nephrectomy procedure. The obturator was received. The inflation syringe was received. Visual inspection noted that the valve seal and locking collar were intact. A cut was observed to penetrate the balloon. The balloon was unable to be inflated due to the observed cut. The flapper valve and locking collar functioned properly. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the hole in the balloon. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic nephrectomy. According to the reporter the origin port was inserted and the cuff inflated. It was also reported that when the surgeon was about to insert a second port at the skin level the balloon on the origin port popped or burst. The port was removed and a new origin port was inserted, inflated and surgery was completed without incident. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.